Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare 5000 plum products is 0.33/million sets.

Event description:
Overdelivery reported. The pump was set up in the ICU to infuse a cardizem drip at 5ml/hl. At 10pm, when the pump was cleared, there was approx. 70ml remaining in the container. A nurse reports that at 12:45am, the container was empty. The pump display indicated delivery of 70ml, and the delivery rate verified to be 5ml/hr. The pt reportedly experienced shortness of breath and sinus tachycardia. The in-house physician was notified and the pt was given solumedrol 60mg IV and benadryl 25mg IV. He recovered without adverse sequelae. No further info was available.